Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge. When the pump was connected to a power source, it would not recognize the power source. There was no impact to the customer's blood glucose levels. It was indicated that the customer had manual injections available for alternate insulin therapy.